Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was unable to connect to their ipg. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of ¿problem was found with the generator when trying to connect¿ was confirmed. The root cause of the issue is due to the device entering the service application state as a result of the implant procedure. The device was successfully recovered using the universal engineering programmer (uep). The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual arten600266417 warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.